Event description:
It was reported that after changing a dexcom g6 sensor, the user¿s display showed prompts to connect cgm or enter a blood glucose value, with on-device messages indicating sensor reconnecting and dosing stops soon, and the dexcom app showing pairing with the transmitter after the user entered the serial number and pairing code. Symptoms included loss of cgm data availability. Outcomes included temporary interruption of automated insulin dosing pending cgm reconnection and warm-up. Investigation included user-led troubleshooting and education, including verification of alerts, confirmation of transmitter pairing steps, and counseling on the required two-hour warm-up period with guidance to allow additional time. Investigation of this case revealed that the cgm signal loss was consistent with expected sensor warm-up and routine transmitter pairing behavior rather than a device malfunction of the insulin delivery system. It was concluded, based on previously established findings for similar reports, that the cause was normal cgm warm-up and reconnection process.